Event description:
Related manufacturer report number: 2017865-2022-17460. It was reported during in clinic follow up that the right ventricular lead exhibited a low pacing impedance, failure to capture, and loss of sensing. Insulation breach was suspected, but not confirmed. The lead was capped on (B)(6) 2022. When the intended replacement lead was positioned, it exhibited no sensing. Attempts to reposition the lead resulted in dislodgement due to clogged helix. The lead was successfully exchanged. The patient was stable and asymptomatic.